Event description:
A customer contacted beckman coulter inc. (Bci) stating that sodium (na) recovery drifts about one hour after performing the calibration on the synchron lxi 725 clinical system. Two patient samples failed delta check with high na results. The samples were repeated on an alternate instrument and gave lower results, which were reported out of the laboratory. No erroneous results were reported out of the laboratory. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc prior to the event was exhibiting imprecision, but not to the degree as the patient samples. The bci hotline had the customer clean the sodium (na) electrode, which resolved the drift issue. Service was not generated for this event.